Event description:
Pleural effusion [pleural effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a surgeon regarding a male patient, initials (B)(6). The patient's medical history was not provided. On an unspecified date, the patient underwent a lung surgery. At the end of the surgery, seprafilm was placed for an unreported indication. On an unspecified date, the patient experienced pleural effusion. Additional treatment for the event included corticosteroid therapy for 4 days. The action taken with seprafilm treatment was not provided. The outcome for the event of pleural effusion was not provided. Concomitant medications were not provided. The intensity for the event of pleural effusion was not provided. The relationship between seprafilm and the event of pleural effusion was not provided by the reporting physician.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.